Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump keypad was unresponsive. Customer stated they changed the batteries and cleaned the battery cap but the issue persist. Customer stated they did not hold down any button for longer than three minutes. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 330 mg/dl at time of reporting. Nothing further reported.